Manufacturer narrative:
To date, no product has been returned for analysis. The data logs are also not yet returned. Without product and logs, the root cause of the purge fluid leak and pump stop can not be determined. Upon completion of the investigation, a final report will be filed.

Event description:
A patient with a history of cardiogenic shock and coronary angioplasty had an impella 5.5 placed for hemodynamic support. The patient had been on support in weeks prior, and then his condition deteriorated. The impella 5.5 was placed via axillary access, and the patient was sent to the operating room for bypass surgery. After the surgery, the impella pump had a purge fluid leak and stopped. The pump was unable to be re-started and was replaced, as the patient needed continued hemodynamic support.

Manufacturer narrative:
Since the initial report was filed the investigation has concluded. The cause of the purge fluid leak was sidearm damage that has an associated CAPA. The root cause of the pump stopping after this damage was ingested biomaterial. The biomaterial was observed after the pump was explanted, and prior to the explant the patient was not properly anticoagulated. The act was reported to be only 92 at the time of the pump stop, which goes against IFU recommendations.